Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera displayed a crack on a blurry image. This event occurred, while doing an inspection before patient use. The inspection was completed using a similar device. There are no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradation. Mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.